Event description:
It was reported that an arteriotomy closure of a calcified common femoral artery was attempted using proglide devices with a 6f sheath after a neuro interventional procedure. Reportedly, two devices were deployed one after another with no device malfunction but patient was still pulsatile bleeding from femoral puncture site. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.